Manufacturer narrative:
This report is submitted on september 21, 2022.

Event description:
Per the clinic, the patient developed an infection. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported) and subsequently the device was explanted on (B)(6) 2022. Reimplantation is planned but has not taken place at the time of this report. This report is submitted on october 21, 2022.